Event description:
Boston scientific received information that during a normal patient follow up, high pacing threshold measurements were detected on this right ventricular (rv) lead. Fluoroscopy revealed that the lead helix was not fully extended which resulted in the lead dislodging. A lead revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The rv lead will be returned for laboratory analysis.

Event description:
---

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there were two cuts approximately 21.5 cm from the lead's terminal pin. In addition, the helix was full retracted and there was blood infiltration in the helix housing. No other anomalies were noted on the electrode tip. The helix mechanism was tested and the helix was unable to be extended, most likely due to the blood infiltration. The debris was removed from the helix so that it could be further evaluated. Measurements taken of the helix when it was fully extended and retracted revealed it was within normal specifications. Resistance testing was then completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation that the helix was not fully extended and caused the lead to dislodge. Detailed analysis of the helix found it to have met specifications.